Event description:
An electronic report was received from a hemodialysis user facility. The following report was received: just started patient on dialysis and nurse was standing right there and saw the tubing come apart. The tubing separated at the venous port. No pt ill effect. No sample. Blood loss was 240ml. The facility has been called for additional information. It was learned that the incident did occur at the start of dialysis and that the treatment set was filled with blood and that they did not return any blood back to the patient. The whole treatment set was discarded and a new set of lines, as well as a dialyzer was then reset up for the continuation of the treatment. It was confirmed that the patient completed their dialysis as prescribed with no further ill effect related to the event. The patient was discharged to home when the dialysis was completed.